Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the instrument did not cut and was difficult to remove from application site. The surgeon was able to complete the procedure without any pt injury.